Event description:
It was reported that patient had right hip revision due to loose femoral component.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding loosening involving an unknown stem was reported. The event was not confirmed. Method and results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported that patient had right hip revision due to loose femoral component.